Event description:
It was reported that the patient¿s pump was failing and needed to be changed out or removed. The patient¿s health care provider (hcp) wanted to put a ¿valmed pump¿ that they use for insulin in the patient. The patient reported that they do not want that pump. It was noted that the patient¿s current hcp wanted to do surgery in their office and just wanted to knock her out and not under anesthesia. The patient had withdrawal that started the prior night. Later the patient indicated that her pump was failing, her battery was dying. The patient thought she had about 6 more weeks left on the pump. The patient started hearing beeping, dual tone alarm, from the pump the prior night. The patient indicated that the withdrawal was periodic and on the day of report was feeling better, but the prior night the patient was puking. The patient¿s hcp was notified. It was later reported that the patient first heard a two tone alarm 30 hours prior, so they went to the emergency room (ER). The patient inquired if there was a way to just leave the pump alone and not mess with it and noted that she doesn¿t hear the alarm very often. The pump was used to infuse dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n130840, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).